Event description:
A distributor complaint report was filed by dinno santé concerning an alarm temperature issue with the pump. There was no adverse impact to the customer¿s blood glucose level as no information regarding blood glucose values was provided. It was noted that the pump is no longer under warranty, and there was no mention of the device being returned or a replacement pump being issued. Further details regarding customer actions or outcomes were not available.